Event description:
No patient information was provided by the initial reporter. The blade came off during a sinus surgery. The blade stuck in the sinus cavity. There was no harm done to the patient. The surgeon chose not to proceed with the surgery. The instrument was thrown away by the facility. No photos were provided. There is no record of purchase. The manufacturer could not be verified. The reporter (materials manager) advised that the instrument was 8-10 years old. The instrument has been used beyond the expected lifetime.